Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer¿s insulin pump had frozen display. Customer¿s blood glucose was unknown at time of incident. Customer states that there are no response from buttons. Customer performed troubleshoot and battery out limit alarm occurred while button are working. Insulin pump will be return for analysis.